Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the finding of adhesive on a-rubber has foreign objects did not lead to a clear conclusion about the cause of the reported adverse event. Additionally, the finding of crack on the ultrasonic probe was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates adhesive on a-rubber has foreign objects and a crack on the ultrasonic probe. There was no patient involvement.